Event description:
A hospital (B) (6) reported via a distributor that an rt200 adult breathing circuit was not heating because of broken heater wire. It was found prior to patient use. No patient consequence was reported.

Manufacturer narrative:
(B) (4). This is a malfunction that has been reported to fisher & paykel healthcare by a distributor (B) (4). The product is not sold in the USA, but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. The complaint device has only recently been returned to fisher & paykel healthcare and is currently being investigated. We will provided a follow-up report upon completion of the investigation.